Manufacturer narrative:
H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. Due to the refractive surprise, the lens was removed and replaced intraoperatively for another same model/length but different power lens. The problem was resolved. Cause of the event was reported as unknown. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H3: device evaluation - lens was returned dry in microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. It was noted that the "functional inspection indicates a swap to lens sn: (B)(6). Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h3: device evaluation - lens was returned in liquid in microcentrifuge vial with residue/debris on product. Additional information: h6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. H6 - investigation type 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #:(B)(4).